Manufacturer narrative:
Section b.5: correction information in description.

Event description:
Allegedly pt underwent primary thr surgery on (B)(6) 2020, revised on (B)(6) 2021 due to loosening of the acetabular component. Cup shifted position without any bone in growth, sat in slightly after surgery as may not have been fully seated and then moved position more recently. Mpo head, liner, screws and shell removed. Femoral head replaced with mpo pha04418. Other components replaced with a different manufacturers products.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient went on revision surgery due to loosening of the acetabular component. (B)(4).